Manufacturer narrative:
Date sent to the FDA: 3/23/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2003 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2014 during which the surgeon noted extensive scarring in the operative area complicated identification anatomical landmarks and required tedious dissection. The recurrent indirect hernia was traced to the internal ring. The ring of the defect was markedly scarred, fibrotic and appeared to consist, in part of the previously placed mesh. The floor of the canal was also scarred and fibrotic. Cord and cord structures were traced and found to be positioned through the femoral canal resulting in a femoral hernia. Attempts to reposition the cord and cord structures were unsuccessful due to the massive scarring and concerns about the vascular supply, therefore an orchiectomy was performed. It was reported that the patient experienced extensive pain. No additional information is provided.